Event description:
The customer reported that the jaws of the device would not open after being used several times during the procedure. It is unknown if the jaws were on tissue at the time they would not open. The device was removed and a new device was used to complete the case. There was no patient injury and no further information is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.